Event description:
Physician was using the gyrus pku cutting forceps and it did not work (would not coagulate). Staff initially changed out the cord, but did not resolve problem. Device was replaced with a new one to complete the procedure.====================== manufacturer response for pks cutting forceps, gyrus acmi - pk technology======================manufacturer provided rga# for product evaluation